Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a magnet had fallen out of latch for enhance full height drawer 4. The field service engineer replaced latch to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer issue. The customer stated that a drawer was jammed, tried to recover by turning the station off/on but unable to recover. The issue was causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.